Event description:
The customer reported there was excessive tissue sticking to the jaw of the device, causing tissue trauma, bleeding and compromising the seal. Activation then end tones were heard, indicating a completed seal cycle. Because of the tissue sticking after the seal is complete, withdrawing to re-grasp caused tearing. Multiple activations were done in same place to manage bleeding with no need for transfusion.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.